Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, from follow-up information received by the clinic, that there was no intervention done for the right ventricular (rv) lead as there was no ventricular tachycardia (vt) the day of the patient¿s syncope.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. Review of the interrogation report showed that there was a vt-ns (ventricular tachycardia - nonsustained) episode stored on the right ventricular (rv) lead that may have occurred at the time of the patient¿s syncopal event. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.